Manufacturer narrative:
(B)(4). Foreign: japan. Visual evaluation of the returned product found the tyvek delaminated upon opening the sterile blister. Additionally, there is white debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. This complaint has been confirmed by evaluation of the returned product. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event (white foam debris) can be attributed to transit damage and a packaging design issue. The root cause of the reported event (tyvek delamination) can be attributed to the supplied packaging materials used during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the packaging was damaged for a taperloc implant. The product was not used and replaced for a new product causing a short delay. No consequences or impact to the patient.